Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called in to report the error 86 returned. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred at the beginning of the procedure, when they immediately converted to a laparoscopic approach. No delay reports and patient demographics were not available.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced core to resolve the issue. The system was verified and ready to use. The core was returned for failure analysis, and the reported problem was replicated. In logs, error 86 was found to indicate the failure occurred in the field. Visual inspection, unit came back with no bezel and no air filter. The core was installed onto the golden system, upon power on, the system failed with error 86. As a result of these findings, failure analysis concluded that intuitive surgical core power distribution (ipd) of power tray is the root cause of the reported issue.